Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between 11/09/04 and 2/28/10 were not provided. (B)(6) 2010: (B)(6). [Signature illegible]. Emergency room visit. Cough/congestion. History: hysterectomy, hernia repair. No tobacco. Impression: bronchitis. Plan: z-pack, prednisone. Weight 201 lbs. ¿ (B)(6) 2010: (B)(6). [Signature illegible]. Emergency room visit. Cough/congestion. Impression: bronchitis. Plan: z-pack. (B)(6) 2011: (B)(6). [Signature illegible]. Emergency room visit. Almost passed out. Pain in abdomen, continuous, dull, nausea. History: gerd [gastroesophageal reflux disease]. CT with hernia, colitis. Wbc 20.6 high (4.5-11.5). Impression: colitis. Plan: cipro, flagyl. (B)(6) 2011: (B)(6), md. Radiology-CT abdomen/pelvis with contrast. Clinical: abdominal pain, rule out acute appendicitis. Findings: the entirety of the transverse colon shows significant mural thickening with inhomogeneity and inflammatory strandings of the paracolic fat. The findings are compatible with colitis. The distal portion of the transverse colon is herniated through a small defect just inferior to the abdominal mesh related to previous hernioplasty. Both afferent and efferent portions of the colon through the hernia defect appear to be strangulated. The herniated portion of the colon is dilated with fluid. There are also subtle inflammatory changes of the herniated mesenteric fat. The distal colon is mostly collapsed. There is no CT evidence of acute appendicitis. No free air or free fluid identification. A small hiatal hernia remains unchanged. The liver is remarkable for steatosis. No acute pathology of the pancreas or the spleen. No gallbladder pathology. The adrenals are within normal limits. The kidney function and drain well. Intra-abdominal lymph nodes are small in size. Scan of the pelvis shows a mostly collapsed urinary bladder. The uterus is not identified. No pelvic free fluid. No pathology of the bases of the lungs. Multileveled degenerative disc disease of the thoracolumbar spine. There appears to be some chronic loss of sature of t11 and t12 vertebral bodies. Demineralization of the bones. Impression: severe transverse colitis. Ventral hernia inferior to mesh. Herniated colon appears strangulated with distal dilation. No CT evidence of acute appendicitis. (B)(6) 2011: (B)(6). [Signature illegible]. Emergency room visit. Abdominal pain, drowsy, called back for evaluation after obtain CT. Abdominal pain, x 2 days, dull, mild-moderate, continuous. Associated signs and symptoms: nausea, vomiting, diarrhea, hematochezia. History: c-section, ventral hernia repair 2004. Exam: abdomen; healed laparoscopic scar, mild diffuse tender to palpation, no guarding/rebound, normal active bowel sounds. (B)(6) 2011: (B)(6). Lab. Wbc 12.4 high (4.5-11.5). (B)(6) 2011: activity: may shower, no heavy lifting, pushing, pulling x 6 weeks. (B)(6) 2013: (B)(6), md. Emergency room visit. Cough and cold x 2 months. Moderately obese, cough for approximately 2 months, denies fever, chills, nausea, vomiting. Weight 105 kg. Impression: upper respiratory infection. Plan: prednisone, doxycycline. (B)(6) 2013: (B)(6), md. Emergency room visit. Presents with abdominal pain and complaint of upper abdominal pain x 2 days with nausea and vomiting. Denies fever. Has had 8 episodes of vomiting, can¿t keep anything down. History of ventral hernia with mess [sic] repair and bowel strangulation. Exam: gastrointestinal; soft, non-distended, obese, tenderness moderate epigastric, right upper quadrant, guarding negative, rebound negative, bowel sounds normal, mass negative, scars midabdominal incisional scar. Wbc 24.2 high. CT consistent with high-grade small bowel obstruction secondary to incarcerated small bowel loop within a small ventral hernia to the right of the lower margin of ventral hernia repair mesh in right lower abdomen. Impression/plan: abdominal pain, nausea, vomiting, small bowel obstruction. Stable, admit. (B)(6) 2013: (B)(6), md. Radiology-CT abdomen/pelvis. Clinical data: abdominal pain. Findings: liver appeared unremarkable as well as gallbladder. Right lower quadrant anterior abdominal wall hernioplasty with mesh identified. Just lateral to the hernioplasty was incarcerated loop of small bowel resulting in mechanical small bowel obstruction. There was minimal mural thickening of the incarcerated small bowel suggesting some degree of ischemia. On the superior aspect of the hernioplasty was a small 6.1 x 2.6 cm fluid collection likely related to the surgery. Intestinal structures were otherwise unremarkable including appendix. No evidence of free air of fluid. Lung bases were not remarkable. Impression: status post right lower anterior abdominal wall hernioplasty. Small postoperative fluid collection of subcutaneous anterior abdominal wall in region of hernioplasty. Recurrent herniation of right lower quadrant anterior abdominal wall hernioplasty site with small bowel incarceration and mechanical small bowel obstruction. (B)(6) 2013: (B)(6), md. Anesthesia record. Weight 101 kg. Asa 3e. Pre-op diagnosis: incarcerated hernia. Reason for admit: vomiting. Note: cricoid pressure applied, patient still vomited, patient suctioned and turned in right lateral head down position, et tube immediately placed without difficulty. Et tube suctioned. Dr. Rupe fiberoptically examined bronchial tubes and suctioned main stem small. Note: patient spontaneous respirations 40 breaths/minute, patient transported to ICU with monitors. (B)(6) 2013: [date on record is (B)(6) 2013; however, perioperative records indicate procedure started on (B)(6) 2013 and ended on (B)(6) 2013]: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Procedures: exploratory laparoscopy. Extensive lysis of adhesions. Reduction of incarcerated hernia with laparoscopic hernia repair with mesh. Assistant: april mendoza. Estimated blood loss: less than 15 ml. Blood administered: none. Lap & instrument counts: correct times two at the end of the case. Indications & significant history: the patient is a 60-year-old female that presented to the emergency department complaining of abdominal pain. Upon evaluation, the patient had an incarcerated incisional hernia. Risks and benefits of surgery were discussed with the patient. The patient voiced understanding of risks and benefits, and elected to proceed with surgery. Description of operative procedure: ¿once informed consents were obtained, the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was inducted. The abdomen was prepped and draped in the standard surgical fashion. Incision was made in the left upper quadrant upon which the abdomen was entered with visiport trocar. Pneumoperitoneum was then created with insufflation. After adequate insufflation was obtained, two additional 5 mm trocars were placed in left upper quadrant. Upon initial visualization, the patient had extensive amount of adhesions to the anterior abdominal wall. Slow tedious dissection was performed due to the content of bowel inside the hernia defect. Once the hernia defect was visualized, the bowel was slowly retracted and once again sharp and blunt dissection was used to dissect around the incisional hernia. Once this was performed, a 9 cm round parietex mesh, which was soaked in antibiotic solution, was then placed intra-abdominally. This was secured with 2-0 prolene suture both superiorly, inferiorly and laterally, and double crown of protacks were used to secure the mesh. All ports were then removed under direct visualization with no active bleeding noted. The skin was then closed with 4-0 vicryl suture in interrupted fashion. The skin was clean and dry, and a dry sterile dressing was placed in the wound. Lap and instrument counts were correct times two at the end of the case. The patient tolerated the procedure well and was transported to the recovery room in good condition.¿ [discrepancy; anesthesia record indicates complication of aspiration and being taken to ICU after surgery.] There is no mention of gore device removal in the records. (B)(6) 2013: (B)(6). Implant record. Mesh parietex round. Manufacturer: united states surgical corp. (B)(6) 2013: (B)(6) md; (B)(6), md. History and physical. Presented to ER yesterday with diffuse abdominal pain with nausea and vomiting for 2 days. Was diagnosed with incarcerated incisional hernia, surgery consulted, scheduled for exploratory laparoscopy. However, during induction/intubation she aspirated. Bronchoscopy done by anesthesia showed a small amount of liquid secretions. She was transferred to ICU for close monitoring on vent. Started on zosyn in or. History: frequent headaches, frequent bronchitis, diabetes mellitus, diabetic neuropathy, arthritis. Impression/plan: aspiration pneumonitis with respiratory failure, ventilator day 1, continue zosyn. Incarcerated hernia, status post laceration of adhesions, hernia reduction. Diabetes mellitus. Lovenox for dvt [deep vein thrombosis] prophylaxis. (B)(6) 2013: (B)(6), acnp. Consultation. This morning she went into atrial flutter with rvr [rapid ventricular response]. (B)(6) 2013: (B)(6), anp; brad a. Broussard md. Progress notes. Has ards [acute respiratory distress syndrome] secondary to a large volume aspiration. Dr. Guidry confirmed with the anesthesiologist, dr. Rupe, that is was a very, very large volume . He also had attempted bronchoscopy emergently, but most of it was very liquid gastric contents and quickly went into the lungs. Sputum has isolated klebsiella. Has had some temperature spikes, urine and blood sent for culture. Blood cultures now with gram positive cocci probably staph. Changes made to antibiotics in past few days now on primaxin and vancomycin. Does continue to require ventilator support with assist control mode. Enteral feeding iniated [sic] few days ago, tolerating at this time. Exam: abdomen; protuberance, large ace wrap around abdomen, does have occasional bowel sounds. Wbc 13.7. Impression: acute respiratory distress syndrome with gram positive cocci sepsis, proble [sic] staph. Incarcerated abdominal hernia, status post laparoscopic surgery for reduction. Large volume aspiration with resultant acute respiratory distress syndrome at time of induction. Diabetes mellitus. Klebsiella pneumoniae vs. Tracheal bronchitis. Brief episode of atrial fibrillation flutter, now normal sinus rhythm. Yeast urinary tract infection. Plan: continue antibiotics. (B)(6) 2013: (B)(6). Lab. Wbc 18.0 high. (B)(6) 2013: (B)(6), md; (B)(6), md. Progress notes. More awake, was able to nod head to questions. Sent for CT brain, showed no acute findings. Scanned her lungs while there, no pe [pulmonary embolism] but extensive bilateral infiltrates. Has severe critical care neuropathy and encephalopathy. Afebrile. Medications: lovenox, imipenem-cilastatin, insulin lispro, morphine, vancomycin. Wbc 15.1 high. Impression: respiratory failure. Does not seem close to weaning off vent, now on day 14. Do believe will need a tracheostomy soon. Sepsis; blood cultures positive for mr staph haemolyticus. Continue vancomycin and primaxin. If continues to have temps may need to reculture her. Continue dvt [deep vein thrombosis] prophylaxis. (B)(6) 2013: (B)(6). Lab. Wbc 12.7 high. (B)(6) 2013: (B)(6). Lab. Wbc 13.5 high. (B)(6) 2013: (B)(6). Lab. Wbc 12.1 high. (B)(6) 2013: (B)(6), md. Progress notes. Underwent laparoscopic surgery that was complicated by episodes of vomiting and aspiration. She developed acute lung injury and has required mechanical ventilation since that time. She underwent tracheostomy yesterday. She is awake and alert this morning, does follow commands. Back on tube feedings. Chest x-ray with bilateral infiltrates persist, little change from yesterday. Impression: persistent ards [acute respiratory distress syndrome] on mechanical ventilation, now with tracheostomy. Status post laparoscopic repair of an incarcerated abdominal hernia, postop day 18. Postop aspiration and acute lung injury. Staph sepsis, resolving. Yeast urinary tract infection undergoing treatment. ICU associated weakness. Plans: will initiate physical therapy. Begin weaning ventilator as tolerated. Continue nutritional support. Remains critically ill due to persistent ards [acute respiratory distress syndrome] and respiratory failure. Requires frequent bedside assessment and data base review with a high potential for rapid decompensation requiring immediate critical care intervention. (B)(6) 2013: (B)(6), md; (B)(6), md. Progress notes. Positive fever. Wbc 12.8 high. Pain controlled, continue to wean sedation. Continue tube feedings, consider peg placement. Continue foley. Continue IV antibiotics; cultures pending; already on broad spectrum and antifungal coverage. (B)(6) 2013: (B)(6), md. Progress notes. Continues with periods of tachypnea [increased rate of breathing] and coughing paroxysms. Small amount of white secretions per trach. Chest x-ray with extensive bilateral alveolar predominant infiltrates throughout all lung fields, have significantly worsened over past 48 hours. Impression: postoperative exploratory laparotomy with lysis of adhesions and reduction of incarcerated hernia with mesh. Acute respiratory distress syndrome postoperative after large-volume aspiration, with ongoing respiratory failure requiring mechanical ventilator support. Current chest x-ray demonstrates worsening of bilateral infiltrates over last 48 hours. She is now developing new onset fever. Still requires moderate inflation pressures/peep [positive end-expiratory pressure]. Marked generalized weakness, most likely polyneuropathy/myopathy of critical illness related to above medical problems. This is a significant contribution to her current ongoing respiratory failure. Type 2 diabetes mellitus. Hypertension. Obesity. Plan: repeat blood and respiratory secretion cultures. Continue moderate peep [positive end-expiratory pressure]; she does not appear ready for significant decrease in mechanical ventilator support at this point. Continue current imipenem, vancomycin, fluconazole. This patient remains critically ill overall, with ongoing multiorgan failure and need for ongoing high level of mechanical ventilator support. She continues with a high probability for further decompensation due to her multiple medical problems and overall instability. 12/14/13: lafayette general medical center. Lab. Wbc 12.2 high. (B)(6) 2013: (B)(6). Lab. Wbc 13.4 high. (B)(6) 2013: (B)(6). Lab. Wbc 13.3. (B)(6) 2013: (B)(6), md; (B)(6), md. Progress notes. One episode of fever yesterday pm, also complaint of cough, afebrile since yesterday afternoon. Strength improving. Respiratory cultures with g-rods/yeast. (B)(6) 2013: (B)(6), md. Progress notes. Remains afebrile. Secretions small to moderate, requires suctioning about 2 times per shift. Continues very weak, not mobilizing out of bed. Meds: lovenox, lantus, insulin lispro, morphine. Exam: abdomen; soft, non-tender, normal bowel sounds, obese. Impression: postoperative exploratory laparotomy with lysis of adhesion and reduction of incarcerated hernia with mesh placement. Marked generalized weakness, likely polyneuropathy/myopathy of critical illness with superimposed deconditioning. (B)(6) 2014: (B)(6), md. Consultation. Presented to ER (B)(6) 2013 with diffuse abdominal pain, nausea, vomiting. Was diagnosed with an incarcerated incisional hernia. She aspirated during induction/intubation for exploratory laparoscopy. She remained in ICU on mechanical ventilation, secondary to developing ards [acute respiratory distress syndrome]. She was on prolonged mechanical ventilation and tracheostomy was delayed secondary to the large amount of peep [positive end-expiratory pressure] she was on. She was trached on (B)(6) 2013. On (B)(6) 2013 had a peg tube placed. She was weaned to trach collar. Attempts are being made to get her placed in a rehab facility, however according to case management she does not qualify secondary to not being able to participate/complete enough therapy. Exam: trach in place, scant amount of pale yellow to white sputum production noted around trach site. Abdomen; soft, obese, positive bowel sounds, non-tender. Impression: incarcerated incisional hernia status post exploratory laparoscopy with aspiration that occurred during induction. Post-operative development of ards [acute respiratory distress syndrome] with prolonged ventilation requiring tracheostomy placement. Weakness and deconditioning secondary to above. (B)(6) 2014: (B)(6), md. Progress notes. Admitted (B)(6) 2013, underwent exploratory laparotomy with incarcerated incisional hernia, suffered large volume aspiration during induction. Postoperatively developed ards [acute respiratory distress syndrome] with prolonged mechanical ventilation requiring tracheostomy (B)(6) 2013. She¿s had severe weakness and deconditioning secondary to prolonged hospitalization. We were reconsulted (B)(6) 2014 for possibility of tracheostomy removal, this was advised against due to patients deconditioning. As of yesterday the patient was on a passy-muir valve, speech therapy continuing to work with patient regarding swallowing. The plan is possibly removed the trach this coming thursday. Patient reports having increased cough today, started earlier this am. Exam: afebrile, trach in place with minimal secretions, course breath sounds bilaterally. Abdomen; positive bowel sounds, soft, non-tender, non-distended. Positive peg tube in place with tube feedings. Impression: status post laparotomy secondary to incarcerated incisional hernia. Status post large volume aspiration that occurred during the induction of the procedure and for such, the patient developed acute respiratory failure from ards, but successfully weaned off oxygenation and now has trach in place and is improving. Weakness and deconditioning for which she continues to have physical therapy. Dysphagia ¿ speech therapy is on the case. Plan: she is being discharged to the inpatient rehab facility here at lgmc. (B)(6) 2014: (B)(6), md. Consultation. Sacral pressure ulcer. Had emergency laparoscopic reduction of obstructed and strangulated incisional hernia, aspirated during anesthesia induction, developed aspiration pneumonia. Spent one month on the ventilator in ICU, developed tiny sacral pressure ulceration. Ulceration is painful and persistent. Social history: she was working in the kitchen at a nursing home when she developed her incarcerated hernia. Review of symptoms: no nausea, vomiting or abdominal pain, does have trouble with intermittent constipation. Exam: abdomen; soft and nontender without organomegaly, laparoscopic scars are well healed, feeding tube is nicely sutured in place and ostomy looks healthy. Buttocks; 1 x 2 cm midline sacral ulceration with 1 x 0.5 cm plug of soft white subcutaneous necrotic tissue surrounding [sic] by pink granulation tissue, no palpable induration of fluctuans [sic], neither does she have any purulent drainage. Wbc 11.2. Respiratory culture (B)(6) 2014 showed moderate proteus mirabilis. Chest x-ray showed gradual resolution of acute respiratory distress syndrome over the month of december. Impression: sacral pressure ulceration, stage iii. Acute respiratory distress syndrome and respiratory failure, resolved. Diabetes mellitus type 2, insulin dependent. Hypertension. Weakness and deconditioning . Recommendations: continue santyl ointment. (B)(6) 2014: (B)(6), md. Discharge summary. Admission diagnosis: weakness, deconditioning and functional decline secondary to prolonged hospitalization. Status-post exploratory laparotomy secondary to incarcerated incisional hernia. Status post large volume aspiration followed by ards [acute respiratory distress syndrome], intubation and need for mechanical ventilation, tracheostomy placement. Dysphagia. Diabetes with neuropathy. Depression. Hypertension. Hyperlipidemia. Arthritis. Discharge diagnosis: weakness, deconditioning and functional decline secondary to prolonged hospitalization. Status-post exploratory laparotomy secondary to incarcerated incisional hernia. Status post large volume aspiration followed by ards [acute respiratory distress syndrome], intubation and need for mechanical ventilation, tracheostomy placement. Dysphagia. Diabetes with neuropathy. Depression. Hypertension. Hyperlipidemia. Arthritis. Tracheostomy removed. Peg tube removed. Urinary catheter removed. Dysphagia improved. Grade-3 gluteal decubiti. Follow up: dr. Rees one month, primary care physician 1-2 weeks. Will have outpatient therapy at our lady of lourdes regional medical center. Discharge medications: humulin insulin, colace, lantus, insulin lispro. Discharge functional status: independent with eating, modified independent with grooming, minimal assist with bathing, standby assist with upper and lower body dressing, toileting, toilet transfers, tub and shower transfers, modified independent with bed mobility, modified independent with transfers, ambulating modified independent with rolling walker 200 feet. Discharge destination: home. Summary of admit and rehab stay: 60-year-old female who came to the rehabilitation unit after a prolonged hospital stay, which left her weak and deconditioning during the course of rehabilitation stay. We kept her medically stable. Her blood pressures and blood sugars were under control. We were able to discontinue her passy-muir and her stoma for trach cleared up well. We discontinued her peg site and that cleared up well. We discontinued her catheter and she was urinating well. She tolerated all of her therapies and rehabilitation stay was successful . (B)(6) 2015: colonoscopy for periumbilical pain, bloating, constipation; descending colon polyps found. (B)(6) 2016: history chronic bronchitis, constipation, fatty liver. Denies copd [chronic obstructive pulmonary disease]; states diagnosis may be from when in ICU after abdominal hernia repaired (B)(6) 2013. (B)(6) 2016: lgmd amb ¿ southside family health physicians. (B)(6), md. Office visit. Here to establish new primary care physician. Denies copd; has never had pfts [pulmonary function tests]. States this diagnosis may be from when she was in ICU due to a problem after having abdominal hernia repaired in (B)(6) 2013. States this is third time she had hernia repair. History of chronic bronchitis, constipation, fatty liver. Surgical history: total abdominal hysterectomy due to fibroids. Does not smoke or drink. Weight 91.5 kg, bmi 37.36. Exam: gastrointestinal; soft, nontender, nondistended. (B)(6) 2016: has been short of breath but contributes this to bronchitis; dry cough. Silent myocardial infarction; start aspirin. (B)(6) 2016: chronic low back pain, lower extremity weakness. Discharged from physical therapy; poor attendance, no significant change in symptoms or function. (B)(6) 2016: dry cough. Weight 94.75 kg, bmi 38.69. Gastrointestinal: obese. (B)(6) 2017: lgmd amb ¿ southside family health physicians. Michelle m. Taylor, md. Office visit. Did wake up with nausea and abdominal cramping and diarrhea around 1 am. Exam: gastrointestinal; soft, nontender, nondistended. Plan: phenergan [anti-nausea] sent to pharmacy, encouraged brat [bananas, rice, applesauce, toast] diet, increase fluids. (B)(6) 2017: lgmd amb ¿ southside family health physicians. Michelle m. Taylor, md. Office visit. Last a1c 7.3 in march. Has gained 9 pounds since last visit. Weight 99.79 kg, bmi 40.74. Obesity: referral to healthy habits for weight loss. (B)(6) 2017: gained 9 pounds since last visit. Referral to healthy habits for weight loss. (B)(6) 2017: lgmd amb ¿ southside family health physicians. (B)(6), md. Office visit. Complains of metformin causing increased diarrhea. A1c 3 months ago 7.5. Exam: gastrointestinal; soft, nontender, nondistended. Plan: due to continued diarrhea from metformin, will discontinue today; increase glipizide, continue other diabetic medications as prescribed. Medications: aspirin, glipizide, lantus, novolog. (B)(6) 2017: lgmd amb ¿ southside family health physicians. (B)(6), md. Office visit. Called 09/15 saying sugars elevated; glipizide increased. On 09/26 called and said sugars still elevated; glipizide increased. Sugar in clinic today 260. Compliant with all meds. Weight 102.55 kg, bmi 41.87. Diabetes mellitus not at goal; add back metformin with glipizide combination, monitor sugars, prescription for new meter. (B)(6) 2017: diabetes not at goal; add back metformin with glipizide, monitor sugars. (B)(6) 2017: albumin 3.1, low. A1c [checks average glucose over 3 months] slightly improved, still not at goal; increase glipizide-metformin. (B)(6) 2018: lgmd amb ¿ southside family health physicians. Michelle m. Taylor, md. Office visit. Complains of back pain. Had a fall; fell forward onto stomach and ribs. Still having diarrhea. Weight 93.04 kg, bmi 38.13. Exam: gastrointestinal; soft, nontender, nondistended. Medications: aspirin, glyxambi [diabetes medication], lantus, novolog. (B)(6) 2018: fell forward onto stomach and ribs. Still having diarrhea. (B)(6) 2019: cough for few days. Pain right lower abdomen. (B)(6) 2019: diarrhea. Colonoscopy (B)(6) 2019; no colitis. Usually issues with constipation. Weight 92.80 kg, bmi 36.71. Taking jardiance, lantus, novolog, trulicity [diabetic medications]. Records after 5/6/09 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06454963. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: operative report. Pre/postop diagnosis: small bowel obstruction. Incarcerated ventral hernia. Morbid obesity. Operation: exploratory laparotomy. Reduction of incarcerated ventral incisional hernia. Lysis of adhesions. Repair of incisional ventral hernia with implantation of mesh prosthesis. Indications for operation: >>____<< [sic] ventral hernia with small bowel obstruction in a morbidly obese female. Procedure in detail: ¿the patient was taken to the operating room and placed on the table in the supine position. After general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Midline laparotomy incision was performed and carried from below the umbilicus to above the umbilicus. Previous surgical scar was excised. The incision was carried down to the attenuated fascia and hernia sac with electrocautery. The subcutaneous tissue was then dissected with electrocautery to the edges of the fascia around the hernia sac. The hernia sac was entered with electrocautery. There were swiss-cheese defects throughout the hernia sac and fascia. There was a mass of hernia with colon, small bowel and omentum. After tedious dissection, all contents were reduced. A portion of omentum was resected. Small bowel was mobilized. A portion of wall of one of the hernia sacs was mesentery of the small bowel and this area was adhesed and there was obstructed small bowel at this point. This was mobilized. After completely mobilizing all of the contents from the hernia sac, the hernia sac was then excised with electrocautery. Hemostasis was assured. The anterior fascia was cleaned off its subcutaneous tissue for approximately 5 cm circumferentially with electrocautery. The abdomen was completely explored. Liver had appearance of fatty liver. Ng tube was in good position. Pancreas was soft. The colon had no lesions. The small bowel was run from the ligament of treitz to the ligament of treves. At the area where the small bowel was obstructed, there were also some adhesions which were taken down sharply. The viscera was replaced into the abdomen. The abdomen was irrigated with copious amounts of saline. A piece of gore-tex dual mesh plus was chosen to repair the defect, 18 x 24 cm. The mesh was sutured to the fascia with transfacial sutures of #1 prolene, 5 cm on the other side of the hernia defect. This was performed circumferentially. Next, the superior portion of the incision was closed with three interrupted #1 prolene and the remainder of the attenuated fascia was closed over the mesh without tension with interrupted and running #1 pds suture. Next, the subcutaneous tissue was reapproximated with 2-0 vicryl interrupted suture. A 10 flat jackson-pratt drain was left in the area of dead space. There were subcuticular interrupted 2-0 vicryl sutures placed. There were staples placed in the skin. Sterile dressing was applied. The patient was brought to the recovery room in stable condition.¿ (B)(6) 2004: implant sticker. Dualmesh plus antimicrobial. Lot: 03125933. Item: 1dlmcp06. Expiration date: 2006/07/06. Abdomen. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp06/03125933) was implanted during the procedure. (B)(6) 2011: operative report. Preop diagnosis: incarcerated incisional hernia, recurrent. Morbid obesity. Operation: laparoscopic incarcerated incisional hernia repair with mesh. Complications: none. Indication: as above. Procedure in detail: ¿the patient was taken to the operating room and placed upon the table in the supine position after the induction of anesthetic. The abdomen was prepped and draped in the usual sterile fashion. Optical tipped trocar used to access the peritoneal cavity. Additional working ports placed under direct vision. There were adhesions on the inside of the abdomen. These were easily taken down and it was noted that the inferior aspect of the mesh appeared to have separated from the abdominal wall and this was where the hernia was noted. This was mobilized. There appeared to be a seroma above the mesh that decompressed after reducing this area. The area was irrigated. A portion of gore-tex mesh was placed intraperitoneally to cover the defect with some overlap, attached with protack device and transfascial fixation sutures of gore-tex suture. The area was completely irrigated. There was fluid that came rom [sic] above the mesh. This was cultured and will be checked. Pneumo released. Trocars removed. Incisions closed. The patient tolerated the procedure well and was allowed to be extubated.¿ (B)(6) 2011: implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp02. Lot batch code: 06454963. W.l. Gore & associates. Expiration date: 10-2011. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp02/06454963) was implanted during the procedure. [Missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2011 procedure was not provided.] (B)(6) 2011: discharge summary. Admission/discharge diagnosis: recurrent incarcerated incisional hernia. Colitis. Procedure: laparoscopic incarcerated incisional hernia repair with mesh. Hospital course: admitted through emergency room, CT showed colitis. Follow up CT revealed an area of incarcerated intestine. Initial diagnosis recurrent incarcerated incisional hernia and colitis. [Missing records: records for the CT scan showing colitis and follow up CT scan showing incarcerated intestine were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011 and (B)(6) 2013, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions, seroma, mesh detachment. Additional event specific information was not provided.